Event description:
Boston scientific received information in (B)(6) 2007 that this patient, with this implantable crt-d device, fell about two weeks ago but did not remember if she had syncope or just tripped. The patient reported that an appointment had been scheduled with her ep in two weeks. The patient suspects that this event may be related to low blood pressure (b/p) which was 90/40. Her family physician asked her to stop taking her b/p medication. Boston scientific's technical services recommended that the patient should contact her physician to discuss the reported incident further. Subsequently, boston scientific received information from an implant form that this device was electively explanted and replaced in (B)(6) 2011 due to normal battery depletion. The device was received at boston scientific's return products department in (B)(6) 2011 for laboratory testing.

Manufacturer narrative:
The device is currently undergoing laboratory testing.

Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device did meet expected longevity. The device was put through and passed therapy availability testing. It was concluded that this device performed normally throughout laboratory testing.